Event description:
The facility reported a pump with a channel tabs are broken and it turned off and left the channels open in anesthesia. The condition occurred during programming and setup. According to the hospital representative, no patient injury or medical intervention had been reported related to this device. No additional information is available.

Manufacturer narrative:
The device has been received for evaluation. A follow up report will be filed upon completion of the evaluation or if any additional information becomes available. (B)(4)